Event description:
On (B)(6) 1012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on an unspecified day around 12 p.m. The patient claimed that he obtained a blood glucose result of "about 200 mg/dl" with the subject meter and within 30 minutes obtained a blood glucose result of "121 mg/dl" with an onetouch ultra meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied managing his diabetes with medication. The patient told the cca that he exercised more than in his normal diabetes management around 3-4 p.m. On an unspecified day. The patient claimed that he became shaky a couple of hours after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. However, the cca documented that the patient was using the control solution to clean the puncture site prior to obtaining a blood sample. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed a symptom suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.